Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
The patient had multiple falls not related to the spinal cord stimulation therapy. The patient required MRI testing for injured knee. The leads had migrated below the implanted level and the patient no longer received pain relief in the target area. It was decided to explant the system. No injury to the patient was reported and he recovered without sequela.